Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient was in stable condition and will be continue to be monitored.